Manufacturer narrative:
Complaint confirmed. One open box with three sealed blisters and one closed box with five sealed blisters inside of an ar-7300ds batch 15077947 were returned for evaluation. However, the complaint devices were not received for evaluation. Visual inspection found no issues with the returned devices. An evaluation of the customer picture attached to the complaint showed that two devices with the tip burned. No other observation or functional testing can be done. Functional testing with the handpiece and the testing console found the device working as intended. The device tip got hot; however, this is the instrument's expected behavior when running without irrigation. The most likely cause(s) of reported failure is using error. According to dfu-0215 at revision 1. E. Warnings. 5. Failure to use this device in accordance with the directions for use below may result in device failure, render the device unsuitable for its intended use, or compromise the procedure. F. Precautions. 10. Running the device without the flow of irrigation (dry) will cause the device to excessively heat and may cause a thermal burn. .

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/14/2023, it was reported by a sales representative via email that (2) ar-7300ds dissector started to glow red and produced smoke in the joint. Also, the inner portion is not spinning properly. This was discovered during a wrist scope procedure. The surgeon attempted to use a new handpiece with the dissector, and the same thing happened. Additional information received on 8/14/2023: this was discovered during a procedure on (B)(6) 2023. When the dissector started to glow red it was slightly inside of the patient; however, it did not come in direct contact with the patient or any of the staff. The case was completed successfully by using an ar-8350ds dissector.